Manufacturer narrative:
H.6. Investigation: three photos displaying the tips of 5ml syringes and two loose 5ml syringes inside plastic vials were received and evaluated. It was observed the in the physical samples, the tips were cut off the barrels and the thumb rests were cut off the plunger rods. One of the syringes had the plunger rod removed. The amount of silicone present in the photos and physical samples appeared to be the normal and expected amount per product specification. Three photos displaying the tips of 5ml syringes and two loose 5ml syringes inside plastic vials were received and evaluated. It was observed the in the physical samples, the tips were cut off the barrels and the thumb rests were cut off the plunger rods. One of the syringes had the plunger rod removed. The amount of silicone present in the photos and physical samples appeared to be the normal and expected amount per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that excess lubricant was found inside the syringe 5ml s/t bns before use. The following information was provided by the initial reporter: "one of our customers found some excess of the lubricant".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excess lubricant was found inside the syringe 5ml s/t bns before use. The following information was provided by the initial reporter: "one of our customers found some excess of the lubricant."